Event description:
A patient reported blood glucose results of 250 mg/dl and 180 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through blood glucose test was performed and the patient obtained results of 147 mg/dl and 143 mg/dl. Meter and test strips were replaced.